Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had stopped insulin delivery, then removed the cartridge, replaced it with a new one, then started the load sequence. Subsequently, a cartridge alarm 19 occurred. The customer was able to repeat the loading sequence with the same cartridge successfully. Then, after the customer delivered a bolus, another cartridge alarm 19 occurred. There was no impact to the customer's blood glucose level.